Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for ventricular fibrillation (vf) detection concurrent with atrial high rate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.